Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose level was "high"; a manual injection was administered to address bg. Reportedly, customer continued to use the pump for insulin therapy.